Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) aspirated air. The sheath kept aspirating bubbles from the valve. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned for analysis due to disposal.